Event description:
It was reported that this loaner epg (external pulse generator) was returned for check and repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the high rate cover was broken, the battery contacts were compressed, the interconnect flex was creased, and the battery flex does not align properly however it is making connection. (B)(4).